Event description:
It was reported to boston scientific corporation that a 10mm round cold snare was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, a piece of black foreign matter was found in the snare catheter when it was opened. Although the inner sterile pouch and the inner seal package were both intact and showed no signs of damage, it is unclear whether the foreign matter came from the scope or the snare catheter. The foreign matter was removed from the colon with forceps, and was broken it into three pieces. The procedure was completed with a similar 10mm round cold snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a180104 captures the reportable event of device contamination block h10 investigation results: one cold snare was received for analysis. Media analysis noted that a black material found inside a container. However during visual and microscope analysis of the returned device found no device problems, and no signs of possible residues. No other device problems were noted. The reported event of "device foreign material present in device" could not be confirmed since there no signs of possible residues. The product record review confirmed that this was not a new failure type and the risk was anticipated. There was no evidence of a manufacturing problem, design or user problem which could have caused the complaint. Device analysis found no problems with the device during visual and microscope test. Based on the analysis of the returned device and the information available, the code selected as the most probable root cause is cause not established. This code was selected since the reported event could not be confirmed.

Manufacturer narrative:
Block h6: imdrf device code a180104 captures the reportable event of device contamination.

Event description:
It was reported to boston scientific corporation that a 10mm round cold snare was used during a colonoscopy procedure performed on (B)(6), 2023. During the procedure, a piece of black foreign matter was found in the snare catheter when it was opened. Although the inner sterile pouch and the inner seal package were both intact and showed no signs of damage, it is unclear whether the foreign matter came from the scope or the snare catheter. The foreign matter was removed from the colon with forceps, and was broken it into three pieces. The procedure was completed with a similar 10mm round cold snare. There were no patient complications reported as a result of this event.